Event description:
Based on the information received on 21-mar-2018, the case became medically confirmed. The case initially processed as non-serious was upgraded to serious because intervention was required for systemic inflammation and inflammation/ severe inflammatory reaction. This spontaneous case from (B)(6) was received on 05- jan-2018 from the patient. This case concerns male patient (age: not reported) who initiated treatment with synvisc one and after few days, had some discomfort with walking which progressed/ unable to walk far, systemic inflammation, discomfort was worse than pre-injection/had some discomfort with walking which progressed, achilles tendon feels like it will tear, severe swelling in the calves, pain in calves, acute reaction/ an allergic reaction; after unknown latency had inflammation/ severe inflammatory reaction and was affecting his ability to carry out his work no previous medications, concomitant medications and concurrent conditions were reported. The patient said he has had 5 surgeries on both knees over the years. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection (dose, frequency, batch/ lot number and expiry date: unknown) for osteoarthritis grade 3. Patient reported that he experienced pain and severe swelling in the knees, calves and ankles and his achilles tendon feels like it will tear with onset (B)(6) 2017 a couple of days after synvisc-one injection into each knee. The patient said he had some discomfort with walking starting a couple days after the synvisc-one injection which progressed. The patient stated that he woke with swelling and it got worse throughout the day. The patient said the physician tested him for blood clots which indicated no blood clot. The physician drained some fluid from the knee to check for infection; there was no infection. The patient said the physician believed he had an acute reaction and thought he possibly had an allergic reaction to the ingredients in synvisc-one. The patient was taking tramadol for pain which helped and diclofenac for inflammation. The patient was wearing compression stockings. The patient was going to physiotherapy which was not helping. The patient indicated that he was unable to walk far and it was affecting his ability to carry out his work. The patient said he worked from home. It was reported that patient was fine and that the reaction was not life-threatening, however patient was still quite disabled. No other additional pertinent information for case processing purposes was available. It was reported that the patient had severe inflammatory reaction and received cortisone injection for the same. Patient was still undergoing management for systemic inflammation. Corrective treatment: wearing compression stockings, physiotherapy for had some discomfort with walking which progressed/unable to walk far, discomfort was worse than pre-injection/had some discomfort with walking which progressed, achilles tendon feels like it will tear, severe swelling in the calves; wearing compression stockings, tramadol, physiotherapy for pain in calves; diclofenac, wearing compression stockings, physiotherapy; cortisone for inflammation/ severe inflammatory reaction; cortisone for systemic inflammation; not reported for rest outcome: recovering for systemic inflammation; not recovered for all events seriousness criteria: required intervention for systemic inflammation and inflammation/ severe inflammatory reaction a pharmaceutical technical complaint (ptc) was initiated and ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 10-jan-2018. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly. Follow up information was received on 28-feb-2018 from a physician (orthopedic surgeon). Information regarding patient was fine and that the reaction was not life-threatening was added. Text was amended accordingly. Additional information was received on 21-mar-2018 from a physician. The case became medically confirmed. The case was upgraded to serious. Event of inflammation was updated to inflammation/ severe inflammatory reaction. Event of systemic inflammation was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for dated: 23-mar-2018: this case concerns a patient who received treatment with synvisc one and later experienced systemic inflammation. Since the date of occurence of event is unknown. Hence significant temporal relationship cannot be established and but causal role of suspect product can also not be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.